Event description:
It was reported that "during a lap chole procedure, the instrument was inserted and part of the seal detached and went inside the pt. Seal was retrieved. No injury reported to the pt."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.